Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the device broke into two segment and dropped into the abdominal cavity. To resolve the issue the surgeon had to removed the device component and flushed the cavity to ensure no component left and continue to apply another clip in order to complete the case. There was no patient injury.